Manufacturer narrative:
The technician isolated the issue to a valve solenoid. He replaced the valve solenoid to repair the bed.

Event description:
Information received indicated the head section is drifting over night.